Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that the intraocular lens (iol) was explanted in a secondary procedure due to unexpected post operative refraction, refractive surprise.

Manufacturer narrative:
Manufacturing record review the manufacturing record review was performed. The complaint related associated test is the optical measurement performed at final inspection. The in-line optical inspection data showed that the lens was within power specification. There were no associated nonconformity material reports. There were no associated nonconformity reports or deviations. Based on the manufacturing record review, the product met manufacturing release criteria. Corrected data: corrected date of event: (B)(6) 2014. All pertinent information available to abbott medical optics at the time of this report has been submitted.